Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to damage to the image sensor cable which led to breakage of the short circuit of the output signal wire. The image sensor may have been kinked by massive external stress from withdrawing while the bending tube was bent. The event can be detected/prevented by following the instructions for use which state: ltf-s300-10-3d IFU: operation manual ¿chapter 3 preparation and inspection 3.7 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex 3d deflectable videoscope exhibited a blooming image. There was no patient involvement.